Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, however, pump time was incorrect. Tandem technical support assisted in correcting pump time and customer resumed insulin delivery successfully. Customer¿s blood glucose level was 200 mg/dl.